Event description:
It was reported that one of the channels appeared to have what looked like like a rubber seal inside. According to the reporter, the event found during use and reprocessing. Additionally, the reporter stated that the procedure was a colonoscopy (unsure if therapeutic or diagnostic) and was completed as usual. There was no patient harm, no adverse event reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the customer reported issue was not confirmed. However, the following findings during device inspection and evaluation were found and replacement of distal end and angle drive recommended: findings : distal end insulation test has failed. Bending angle does not meet specification. Bending section is heavy ,tension or poor bending form. Angle knobs not locking correctly. Light guide lens is chipped or cracked. A -rubber adhesive is detached, chipped, cracked, or has a burr. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the forceps plug became damaged and part of it fell off. Olympus will continue to monitor field performance for this device.